Event description:
It was reported that the implants at tooth sites 16, 27, 37, 35, 34 and 24 were removed due to peri-implantitis. Inflammation was reported as a result of the event. Curettage was performed and pacient had to return to place new implants.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D10: concomitant medical product and therapy dates: 5x tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number: 62813991. G4: premarket identification: k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative . Product returned changed to no. H3 other text : summary investigation.